Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI g3: added 510k number h4: added device manufacture date h6: corrected health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the event reported cannot be confirmed from the information provided but may be due to prosthesis wear from over 17 years of use and/or related to the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2006, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
Pending investigation. There is no other information provided.